Event description:
Patient had gastric band surgery. Approximately, a month later the patient started complaining of severe abdominal pain. The physician was unable to access the port and the patient was sent to radiology for fluoroscopy. Throughout the month the patient continued to complain of abdominal pain and multiple kub's (kidney-ureter-bladder) and x-rays were done. Kub indicated lap band rupture. Patient returned to have lap band removed and replaced. When original band was removed there was a stitch in the port causing the port to leak. There are reports in the maude database with the same type of failure. In these reports the manufacturer says "care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."